Event description:
During a service visit at a customer's site, an arjo technician was informed initially that a mattress burst. However, when the arjo technician was taken to the room where allegedly a mattress burst, it was found that in the room were two beds with simulflex foam mattresses. The arjo technician was able to establish the final information with the ward nurse in the facility. It turned out that the backrest of the enterprise 5000x bed had raised unintended when a patient was being lifted from the bed. No injuries were reported. The customer was unable to identify exactly which of the two beds in the room was involved in the event. Therefore, this report relates to the first enterprise 5000x bed placed in the room (serial number: (B)(6)), which might have contributed the event. The complaint for the second bed was register under the number (B)(4) (MDR 3007420694-2024-00130).

Manufacturer narrative:
The device inspection performed by the arjo representative after the event did not allow to recreate the complained malfunction. The enterprise 5000x bed passed the functional test and no malfunctions were found. The customer's allegation was not confirmed. The review of complaints revealed that the bed movement might have been inadvertently activated by the patient, however this hypothesis cannot be confirmed based on the information gathered. Therefore, the root cause was not established as the claimed issue was not duplicated. Arjo device failed to meet its performance specification since the bed moved unintended. The device appears to be one of two used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to allegation of an unintended movement.